Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system(ctag-ac) and conformable gore® tag® thoracic endoprosthesis(ctag). Reportedly, the overlap length between devices was approximately 20mm. In (B)(6) 2021, a type iii component disconnection endoleak between the devices was identified on the follow up CT image. On (B)(6) 2021, a reintervention was performed to place additional stent grafts. The endoleak was resolved and the patient tolerated the procedure.